Event description:
It was reported that the 9900 system locked up during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The connections on the wiring and circuit boards were reseated. The system was tested and found to be working as intended and put back into service.